Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck initializing peripherals and freezing on a black/blue screen due to a failed or degraded battery that caused incomplete power initialization. The field service engineer rebooted the system to the cfnadmin side, attempted to run diagnostics, ended stalled tasks, verified the configuration, reseated all connections, and reimaged the station. As part of the proactive inspection process, the battery was replaced, after which the system rebooted successfully and functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck at initializing peripherals after the monthly reboot. The customer rebooted the station, displayed online on remote smart services (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.